Event description:
Additional information was received from the manufacturing representative (rep) and it was reported that the ipg was laying sideways because it was not tacked down and had turned sideways in patients extra subcutaneous tissue post operatively. A pocket revision surgery was done on (B)(6).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient tried to attempt recharging session post surgical recovery since swelling had gone down but was unable to get recharger to find the implant. Rep attempted to connect the recharger to ipg upon follow up. X-rays showed ipg was laying sideways, embedded deep in tissue instead of parallel to skin. Implanting surgeon plans for pocket revision to bring the ipg more shallow and upright and tack it down.